Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture confirmed with an MRI. Healthcare professional also reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- health effect impact code: f1905. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported a left side rupture confirmed with an MRI. Healthcare professional also reported left side baker grade IV. Device has been explanted.